Event description:
Md was using the disposable suction irrigator. During the procedure he was complaining about the handpiece getting hot. Rptr noticed when he got shocked that there was accumulation of tissue on the end of the electrode that could have caused the electricity to gap to the outer sheath and shock his hand that was holding, steadying the outer sheath. No injury to pt.